Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a spacer fractured while being malleted into the disc space during surgery. There was a delay longer than 30 minutes associated with the removal and replacement of the spacer. There were no reported impacts associated with the delay.

Manufacturer narrative:
Additional information: (ethnicity). The returned spacer was evaluated. The proximal end of the spacer around the threads has fractured, likely caused by off-axis impaction forces applied to the device during installation. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device installation.

Event description:
It was reported that a spacer fractured while being malleted into the disc space during surgery. There was a delay longer than 30 minutes associated with the removal and replacement of the spacer. There were no reported impacts associated with the delay.